Event description:
Patient stated, "I have a defective lead and I had to get it replaced and I am wondering if you have a compensation program for that." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5119444.